Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was not illuminating the screen. Reportedly, the button started working again prior to troubleshooting. Customer's blood glucose was 185 mg/dl.